Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. (B)(4). Reason for device explant and/or reoperation: rupture, deformity. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient who underwent a breast reconstruction revision with a 700cc mentor memorygel breast implant (r) and a 800cc mentor memorygel breast implant (l) experienced bilateral rupture and bilateral deformities postoperatively. As a result, the patient underwent bilateral removal and replacement with two 755cc mentor memorygel breast implant prostheses (catalog #: shpx755, left serial #: (B)(4), right serial #: (B)(4)) on (B)(6) 2020. This report is for the right breast prosthesis.

Manufacturer narrative:
A photo of the device was returned for evaluation. Photo evaluation summary: during visual evaluation of the picture no apparent damage or visual anomalies were observed in the product. As the product involved in this complaint was not received, the device couldn't be analyzed according to our procedures. Although the product was not received, the manufacturing records of the lot-serial number provided were identified. The manufacturing records were reviewed, and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).